Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two virage screws at the end of a construct were discovered to be fractured on post-op images. It was reported that the patient sneezed and felt pain at home. A revision surgery is planned but has not yet been scheduled. This is report one of two for this event.

Manufacturer narrative:
H6: additional method code: 4110. Corrections in b5. Additional information in d6b and h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided of this specific screw, so an evaluation is unable to be performed. An x-ray was provided but fracture of this screw could not be confirmed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2025-00037.

Event description:
It was reported that two virage screws at the end of a construct were discovered to be fractured on post-op images. It was reported that the patient sneezed and felt pain at home. A revision surgery was performed successfully. This is report one of two for this event.